Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No product malfunction was identified. The cause of the reported event was determined to be unintended use error since the patient was not positioned correctly for the removal of the catheter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During continuous renal replacement therapy (crrt) treatment using prismaflex st 150 set, it was reported that the crrt machine alarmed ¿air in blood - warning alarm¿; after the right central line was removed as per a physician order. Due to the alarm, the nurse "clamped the lines". The patient complained of "having an anxiety attack" and shortness of breath. The patient's eyes rolled back and the nurse found no pulse. It was reported that the patient coded. Cardiopulmonary resuscitation was performed. It was reported that the patient experienced "vt/vf". Patient was intubated and givien "ne/vaso drops". Patient had return of spontaneous circulation in 9 minutes. The nephrologist reported that "removal of the central line was not performed properly resulting in an air embolism. It was reported that "air was noticed to have entered the patient, however was unable to identify if the air entered the return or access line. No additional information is available.